Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The reported blood glucose level of the customer was over 600 mg/dl at the time of the incident and current blood glucose level was 395 mg/dl. The customer treated high blood glucose level with the pump. The customer also reported air bubbles along the tubing length but the insulin was able to exit at the quick release. The customer stated that the drive support cap appeared to be normal. The insulin pump will not return for analysis.